Manufacturer narrative:
Unit received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unit received with cracked case at battery tube threads, cracked case at battery tube side and fading serial number label. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cracked on the outer side of the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.